Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on dec 07, 2021, with lot number 1863542. Visual analysis of the returned device identified, broken plug strap, broken shell, wear abrasion, crease fold. Leak test was performed, and found broken on anterior side. A microscopic analysis was performed which identify, a striated edge broken on anterior. Based on the device analysis, the final assessment is: a striated edge broken on anterior side assessed, as surgical damage.

Event description:
Healthcare professional reported, a left side deflation. The device has been explanted

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.